Event description:
A customer reported that during a photocoagulation procedure, the aiming beam was weak. There was no pt harm. However, the case was canceled.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative realigned port 1 and recalibrated the laser. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported event is unk. (B)(4).